Event description:
During the endoscopic retrograde cholangiopancreatography procedure in the common bile duct, the device cutting wire broke. The device was removed from the pt and the wire was still attached. The procedure was completed with a second device and there were no reported pt complications. The pt was "fine" post procedure.